Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that no insulin was exiting from the insulin pump, and there was an absence of a no delivery alarm. Customer's blood glucose level at the time 281 mg/dl. Troubleshooting occured. Advised reservoir would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.